Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the hospital for a routine follow up, suspected lead dislodgement was noted. Low pacing impedance and complete loss of capture were observed. The lead was explanted and replaced successfully without adverse consequence to the patient.